Event description:
The physician achieved arteriotomy closure with the closer s 6fr. Device following a diagnostic procedure. The pt was "walked off the table" with assistance from the staff. The pt went up to the floor from the catheterization lab. The pt was reported to sleep for 1 1/2 hours. Then got up to go to the bathroom and went back to bed and slept for approximately 2 hours. Then got up to go to the bathroom a second time. It was then noted that the site began to "ooze" and required manual compression for 15 minutes and more than 2 dressing changes were done in 20 minutes. It was reported than when the staff went to hold pressure, a small (<6cm) hematoma was noted. A pressure dressing and a sandbag were applied. The pt was kept an additional six hours and then discharged with no report of further adverse sequelae.